Event description:
The customer reported that the monitor video out shorted on the stenoscop sys. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The video connection for the monitor was repaired. The sys was tested and is operating as intended.